Event description:
The customer received a blood glucose reading of 245 mg/dl from her contour ts meter and a reading of 90 mg/dl from another meter. The difference between the readings falls in the "c" zone of consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for further troubleshooting. No product expected to return for evaluation at this time.